Event description:
It was reported that the patient went into cardiac arrest in the early morning of (B)(6) 2024. The patient was then put on venoarterial extracorporeal membrane oxygenation (va ECMO). Log files were sent for review. The earliest time stamp available in the event log file was (B)(6) 2024 at 19:58:10. The periodic log file contained data from (B)(6) 2024 in the morning. Both log files captured low flow events on (B)(6) 2024.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient was post-operative day 1 (pod1) and recovering. The patient was extubated and sitting up in a chair with no distress. The patient's central venous pressure (cvp17) was flat in the morning. The patient was on bumex (bumetanide), epinephrine, milrinone, and had chest tubes. It was noted that patient experienced a suspected suction event on (B)(6) 2024 and then had pulseless electrical activity (pea) and ventricular fibrillation (vf). The patient was then put on venoarterial extracorporeal membrane oxygenation (va ECMO) and reintubated. The cause of the low flows was unknown. The patient passed away on (B)(6) 2024 due to withdrawal of support. The patient had remained on va ECMO and intubated until withdrawal of care. The low flow alarms resolved only after withdrawal of care. The outcome was considered device or therapy related because of the suspected suction event. An autopsy was not performed, and the device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. An autopsy was not performed, and the device was not explanted for evaluation. The submitted controller event log file contained events from (B)(6) 2024. A decrease in flow was captured, with corresponding low flow alarms throughout the log file. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.